Event description:
Customer reportedly received the following results on the aviva system: 128 mg/dl, 2:33pm 142 mg/dl, 2:34pm 137 mg/dl, 2:35pm 307 mg/dl, 2:40pm 142 mg/dl, 2:49pm no strips to return. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.